Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle button would not work and then it would response and the up error key would not respond at all and they could see a red light under the screen on the front. The customer's blood glucose level was 296 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that pressing the menu button does not take them to the menu screen. The customer stated that using the up arrow does not allow them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test.